Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. All devices were implanted without incident. During the final angiography, a stenosis directly behind the aortic bifurcation, at the beginning of the common iliac artery, was observed in the ipsilateral leg component. The physician performed additional ballooning with a percutaneous transluminal angioplasty balloon. An additional angiography showed good outflow, but the stenosis remained. The vessel diameter at the proximal common iliac artery measured 10mm, with calcification plaques present. During closing of the access vessel, the physician recognized an unk issue with the external iliac artery. At the same time, it was determined that the ipsilateral leg of the trunk component on the left side was partly closed. According to the physician, probably a thrombus based on the stenosis. The physician was not able to gain wire access in the limb, to perform a thrombectomy, and a cross over fem fem bypass with a dacron device was performed. All the procedures were done during the primary intervention. The pt tolerated procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The device remains in the pt.